Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away on (B)(6)2015 in a hospital. The caller reported the customer fell and broke their back on (B)(6) 2015. It was reported the customer was hospitalized on (B)(6)2015 for surgery and later died in the intensive care unit. The customer's blood glucose was unknown at the time of death. The official cause of death was unknown at the time of the call. The caller reported the customer had swollen legs as a diabetes complication before their death. It was unknown if the customer used sensors, or if they were wearing one at the time of death. It was also unknown if the customer was wearing the insulin pump at the time of death. At the time of the call, it was unknown if the insulin pump will be returned for analysis.

Manufacturer narrative:
The official cause of death was the customer's heart stopped. The customer's blood glucose was unknown at the time of death: the next of kin indicated the blood glucose meter was discarded. The customer was not wearing the insulin pump at the time of death: the next of kin indicated the customer was removed from the insulin pump due to illness. At the time of the call the next of kin indicated they do not have the insulin pump to return.